Event description:
A distributor in japan reported that an mr850jhu respiratory humidifier was faulty. Upon servicing at the fisher & paykel (f&p) healthcare regional service centre, it was found that the audible speaker was not functioning properly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the mr850gju respiratory humidifier is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k110019. Section h11: method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) regional office in japan where it was inspected by a trained f&p service technician. The unit was serviced and performance tested. Our investigation is based on the information provided by the f&p healthcare service technician, previous investigations of similar complaints, and our knowledge of the product. Results: testing of the subject mr850 respiratory humidifier revealed that the audible alarm was not functioning properly. The unit was repaired and returned to the customer after passing functional and electrical safety tests. Conclusion: the root cause of the speaker fault was not determined. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.